Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the reported issue. The fsr placed the roller pump back onto the original base and downloaded the data logs. He installed a new display assembly as a roller pump during the change out, so the fsr reconfigured this roller pump to the base. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported the six inch arterial roller pump had the display shut off right before going on bypass. The display came back on when the pump was tapped. They decided to not use the roller head and swapped it out with another roller head from a spare system. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.